Manufacturer narrative:
Batch review performed on 20 september 2016. Lot 140317: (B)(4) items manufactured and released on 11 march 2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
During a primary knee when the surgeon was implanting the insert, the insert would not seat properly. The surgeon used a secondary insert to complete the surgery. The surgery was completed successfully. Implant is available.

Manufacturer narrative:
On (B)(6) 2016 the r&d project manager performed a visual inspection of the retrieved uhmwpe insert and commented as follows: the medial side of the posterior bottom surface of the insert presents some dents and scratches. The posterior "clipping" features of the insert have been plastically deformed and damaged in the medial side. It presents a sort of incision with the negative shape of the clipping "tooth" of the baseplate. We can suppose that probably, in the first attempt to fix the insert into the baseplate, the insert was not posteriorly well positioned. In this attempt the insert was pushed posteriorly and was permanently damaged without possibility to be clipped in the following attempts. We can state that the event is not implant related. Some scratches can be identified on the anterior surface of the insert as well, most likely caused during the attempt to explant the component.